Event description:
Customer owned item, ordered "(B)(6) 2011." The device was reportedly being used to transfer a patient transfer into bed, when facility staff say they heard a loud noise while the patient was in the air. Submitted photo shows catastrophic damage to the drive mechanism in the actuator component. FDA safety report ID# (B)(4).